Manufacturer narrative:
(B)(4). Batch # p56c0m. Additional information was requested and the following was obtained: can you please clarify, other than the ¿homelock¿ used to stop bleeding, did this issue alter the procedure or change the post-operative care of the patient? No. Did the patient require a transfusion? No. How long was the procedure delayed by (mins/hours/etc) ? Less than 30 minutes. Device evaluation: the ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the left upper lobectomy of left lung with single hole thoracoscopy, could not fire farther after fired a little on the 1st stroke of 5th firing. Used knife reverse button to open the jaw, and found the malformed staples hooked on the vessel, which result the patient lost 500 ml blood. Homelock was used to stop bleeding. Another like product was used to complete the procedure. The surgery delayed, the patient is stable now in hospital.